Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. Event description: it was reported, "the potential incidents at md anderson where a death and visceral injuries were mentioned with the use of a trocar. " additional information received via email and telephone from clinical development on 28-jul-2017 at 3:05pm pst: an applied team member became aware of the events on (B)(6) 2017 when meeting with dr. [Name]. Dr [name] who is the (B)(6) general surgery oncology for md (B)(6), stated that a death and visceral injuries have occurred to patients from the users of fios (surgeons who previously used [competitor's] optical direct abdominal entry), specifically, members of the general surgical oncology service. Type of intervention: unknown. Patient status: expired.

Manufacturer narrative:
This report likely was created in error for an event that was not able to be confirmed. The event was not reported to the FDA by the user facility. Applied medical has contacted the user facility several times for additional information regarding the reported event. However, no information regarding the event or confirmation regarding the occurrence of the event was received.